Event description:
It was reported that the patient was symptomatic with the right ventricular pacing and felt a "tapping" sensation. The right ventricular (rv) output had been programmed at a low voltage for this reason. It was further reported that the rv lead impedance had been rising since implant and tripped an alarm. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted with one patient alert for out of tolerance subthreshold lead impedance on (B)(6)-2012. The weekly and daily high voltage-lead impedance trend data show a gradual increase for minimum and maximum defibrillator active can on impedance equal to 42 to 102 ohms peak between (B)(6)-2011 and (B)(6)-2012.